Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The customer alleges the unit fell off the roll stand and onto the floor while connected to a pt. There was no reported pt injury.